Event description:
The customer reported a high blood glucose reading of 307 mg/dl with nausea and headaches. The customer stated that she went to urgent care for assistance. Troubleshooting was performed, and the insulin pump was programmed correctly. Found two no delivery alarms in the alarm history. The insulin pump passed the prime test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.